Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone from their cardiac resynchronization therapy defibrillator (crt-d). Review of device data observed alert was in response to a magnet interference in the proximity of the device. The device remains in use. No patient complications have been reported as a result of this event.